Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with atrial lead noise. Two short oversensing episodes were reported as well. No intervention was performed. The patient will continue to be monitored.